Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was to be used to address the bg level. Tandem technical support performed a system check and the occlusion was found to be within the cartridge. The customer reported that the cartridge was reused and had been in use for 7 days.